Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited dirt on the lg cover glass. The unspecified procedure occurred at service / maintenance (not in a clinical setting). Unsure as to how the procedure was completed. There were no reports of patient or user harm, injury, or death.